Event description:
Information received by medtronic indicated that the front of insulin pump was broken on display. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version unknown. Retainer ring: black. Customer returned pump for an alleged cosmetic damage to the front of the pump found on (B)(6) 2021. Insulin pump received with blank flashing white display and partial display. Blank flashing white display due to cracked lcd controller. Partial display due to cracked lcd glass. Unable to perform the displacement test, sleep current test, active current test and self test due to blank flashing white display and partial display. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked overlay and pillowing overlay. Customer returned pump due to broken front of pump. Blank flashing white display due to cracked lcd controller (pcba 1). Partial display due to cracked lcd glass. Cracked overlay and pillowing overlay confirmed during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the (B)(6).  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the (B)(6).